Event description:
The event is reported as: complaint indicates "cap will not stay in port on inspiratory cuff." Defect discovered prior to use on pt. No pt injury reported.

Manufacturer narrative:
The device history report (DHR) report has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specification. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. The MFR will continue to monitor and trend relating complaints.